Event description:
(B)(6) complaint handling unit reported a prodisc-c incident; (B)(4), lot 2004001123. Prodisc-c size ld, 5 mm. The surgeon performed a one level prodisc-c at c4 and c5 level. The patient became a quadriplegic after surgery. The surgeon commented that the posterior osteophyted may have been push posteriorly and compressed against the spinal cord. No intention of revision at this point. In fact, surgeon has gone overseas after this operation. We will follow up closely with the surgeon on his feedback when he comes back in approximately one week.

Manufacturer narrative:
Device was used for treatment. Lot number is mentioned in description but cannot be identified as a true lot number. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.